Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. The previously capped rv lead was explanted.

Event description:
It was reported that the patient with this surgically abandoned right ventricular (rv) lead had exhibited infection. A revision was performed, and the cardiac resynchronization therapy pacemaker (crt-p) along with the right atrial (ra) lead, right ventricular (rv) lead, and surgically abandoned right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.